Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had suction alarms that were resolved with albumin and decreasing the impella flow. Additionally, the patient became unstable with arrhythmias and ventricular tachycardia that required the patient to be shocked and had cardiopulmonary resuscitation. The staff placed the patient on an amio, lidocaine, and levo. It was reported that the patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.